Event description:
The customer reported that an 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and performed calibrations and self-tests to correct issue. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).